Event description:
After the bioraptor knotless anchor was fully inserted into the predrilled hole the surgeon pulled the green holding suture to remove it and it broke off. Then he pulled on the other end and that too broke off leaving tails of the green suture in the patient still attached to the anchor. Then he turned the knob to seat the locking device which only turned 2x half turns before the "click" was heard. This was unusual as it normally takes more turns before clicking. Then he removed the insertion device and found that the metal tip of the screw driving device was still left attached to the anchor with an obvious broken end. He was able to pull this out with a grasper and pulled out a metal piece about 1cm long. He then tried to pull out the green holding suture ends with the grasper and managed to get most of it out, but there was still some green suture remained. The surgeon chose to use an extra anchor next to this one just incase, although on checking it with a probe, it appeared to be well seated.

Manufacturer narrative:
(B)(4).